Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the cerelink sensor is fragile and does not allow monitoring 10 days after implantation. Therefore, sensor was removed due to failure.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be due to an unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.